Event description:
On 3/17/99, baxter clinical educational services notified fenwal customer quality assurance of a potential donor reaction. The customer was contacted by customer quality assurance on 3/17/99. During that conversation the customer reported that a 42 y/o repeat female donor, weighing 146 lbs became hypovolemic, and experienced tingling and light headedness while donating platelets and plasma. The symptoms occurred near the end of the procedure. The donor was given a cold cloth and some fluids to drink. Procedure info: start time: 8:04 end time: 9:20. "Wb" processed: 3417 ml; volume of "acd": 379 ml; volume of products: 301 ml platelet, 337 ml plasma, "wb :acd ratio: 10:1. Per the customer, there were no issue with set-up, prime, or venipuncture. Procedure was uneventful, until symptoms occurred.